Event description:
The customer reported during patient samples analysis, approximately five (5) milliliters of clear fluid leaked under the left side of the instrument involving coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe), consisting of gloves, a laboratory coat, and face mask during the event. The customer stated five patient samples were analyzed and produced normal results. These results were not released out of the laboratory until instrument service was complete and further result verification was performed. No erroneous patient results were generated. The instrument was not in use. The customer did not have direct contact with the fluid; no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered tubing at pinch valve pv43 had a pinhole due to age and wear. The fse replaced the tubing and performed several systems tests. No further fluid leaks were noted. The fse performed and completed system verification. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).